Event description:
After the subsequent review of the following journal article, "lunate fractures in the face of a perilunate injury and an uncommon and easily missed injury pattern." (2012) briseno, m., and yao, j., journal of hand surgery (2012) 37 a: 63-67) it was reported that the patient in this case report had a second surgery to remove the hardware. He experienced chondromalacia on the head of the capitate and postoperative pain ranging from two to five on a scale of zero to ten at eleven weeks post operatively. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).